Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigation involved a trend analysis, an analysis of information provided by the user/third party, an analysis of production records, and confirmation that the device was not returned. The investigation identified a manufacturing process problem and the cause was traced to a manufacturing deficiency. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
According to the facility, the customer reported that the 10 cc bd syringe inside the box did not have the rubber stopper on the piston portion of the syringe, which resulted in fluid leaking during use. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, the customer reported that the 10 cc bd syringe inside the box did not have the rubber stopper on the piston portion of the syringe, which resulted in fluid leaking during use. No additional information is available at this time.